Event description:
It was reported that while unpacking a 3.0x23 xience v rx stent delivery system from its packaging, while the outer chipboard box had been sealed, upon opening the chipboard box, the inner foil pouch and the inner tyvek pouch containing the product both had already been opened, and the hub was noted to be protruding through the opened portion of both the inner tyvek pouch and foil pouch. The device was not used in the patient and another same sized xience v rx was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tyvek pouch was opened; however, there is evidence that the tyvek pouch was previously sealed. The foil pouch was not returned for analysis. The placement of the device could not be tested as the device has been moved since the report. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on visual analysis of the returned device and the information reviewed, there is no indication of a product deficiency.